Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-jul-2018 with the following findings: during the investigation, multiple scratches were observed on the display lens. Unrelated to the original complaint, the display was found to be dim/pink. The battery compartment was also found to be cracked. The audio bolus button cover was found to be punctured.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, that the display screen was scratched. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery. There was no serious injury associated with this complaint.